Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. (B)(6). Device evaluation: the cartridge was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed lack of lubricity material on the cartridge. Dent/distortion was also observed at the cartridge tip section. The customer's reported complaint was verified. Manufacturing records review: the manufacturing process record was evaluated. There were no non conformances, discrepancies or deviations for similar issues that were found during the manufacturing record review. During the manufacturing process the operators check the neck, tube, and tip areas of the cartridge for cracks, melting, roughness, dent, bent tips or smash conditions. No cracking or stress marks are allowed. The manufacturing record review and related documents revealed the cartridge was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that just before the implantation of an intraocular lens (iol), the surgeon noticed that the cartridge tip had a scratch. No patient injury was reported. No further information was provided.